Event description:
It was reported that the ilet user, following a tooth extraction, experienced missed or incorrect meal announcements and requested a factory reset. Review of usage indicated improper or incorrect procedure related to meal announcements with relevance to the user interface. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to meal announcements, consistent with user-interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.